Event description:
A hospital in (B)(4) reported that an rt105 adult inspiratory-heated breathing circuit generated a heater wire alarm on the mr850 humidifier after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the electrical resistance of the heater wire in the inspiratory tube of the returned complaint breathing circuit was tested using a mulitmeter. A continuity test was used to locate the break in the heater wire. Results: the inspiratory heater wire was found to be open circuit due to a break in the connection between the heater wire and the right hand heater wire pin inside the overmoulded plug. A lot check revealed no other complaints for this product for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned complaint breathing circuit was tested using a mulitmeter. A continuity test was used to locate the break in the heater wire. Results: the inspiratory heater wire was found to be open circuit due to a break in the connection between the heater wire and the right hand heater wire pin inside the overmoulded plug. A lot check revealed no other complaints for this product for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Manufacturer narrative:
(B)(4).the complaint breathing circuit has recently been received and evaluation is anticipated. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(4) reported that an rt105 adult inspiratory-heated breathing circuit generated a heater wire alarm on the mr850 humidifier after four days of use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an rt105 adult inspiratory-heated breathing circuit generated a heater wire alarm on the mr850 humidifier after four days of use. No patient consequence was reported.